Event description:
It was reported the device was leaking. No patient involvement reported.

Event description:
Additional information received via email on 10-jan-2022: the date of event is unknown to the reporter's knowledge, there was no patient involvement or injury.

Manufacturer narrative:
UDI is unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Device was received in with large cracks on the reservoir cover around the screws, worn plate clip, pole clamp assembly, and line cord. The rear enclosure was cracked on the bottom.the technician filled reservoir tank with a little water to perform a visual inspection. The reported issue was confirmed. The water leaked from all cracks made on reservoir cover. The root cause of the reported issue was found to be cracked reservoir cover, caused by the customer over torqueing the screw. No action taken due to the age and condition. Device is beyond economical repair and will be scrapped.